Manufacturer narrative:
H10 one used. List #ch2000s-c, spinning spiros® closed male luer, red cap; (lot #4976374) and one (1) bd medical 50 ml syringe were received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely. Drug residuals were present within the spiros housing. The spiros was returned connected to the syringe. The luer threads were not fully engaged and the male luer of the bd syringe was bent and cracked. No damage was seen on the spiros. The probable cause of the damage to the bd syringe is a bending force applied during use. The spiros was removed from the syringe for functional testing. The spiros was primed with water at gravity pressure and then leak tested. No leaks were observed in the activated and unactivated positions. The reported complaint of a leaking spiros could not be confirmed or replicated. The lot history was reviewed and no nonconformities were found that may have contributed to the complaint.

Manufacturer narrative:
The device has been received. Investigation is pending.

Event description:
The event involved a spinning spiros® closed male luer, red cap that leaked during use on a patient when using doxorubicin. It was unclear if the event occurred during infusion or during preparation. There was no adverse event reported.